Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was well connected and plugged into the monitor, but the monitor screen was black, and other values were not displayed. Other values could be displayed after unplugging. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used sample outside its original package was received for investigation and decontaminated. Subassembly a950-02 of returned sample was subjected to the following testing: electrical testing: returned sample could not be electrically tested as the device was marked "leak" on the equipment. Vaccuum testing: the returned sample was found rejected during testing. Air leak testing: the returned sample was found rejected during testing the returned sample was submerged into a container with water and air was applied to the device to identify the source of the leakage detected thru the vacuum and air tests. The device leaked from subassy a950-02 as bubbles were observed to be formed through these components. The returned sample was visually inspected by removing cover pn: 300-288 to verify the solder appearance. It was observed that electrical board exhibited corrosion condition. Complaint is confirmed for the failure mode ¿values were not displayed¿ through the device analysis executed on the returned sample. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation. The device history record of reported lot 4346100 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4347974 and 4347975 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.